Event description:
Surgeon found robotic vessel sealer during surgery to not be responding properly to her input. It seems to have lost mobility control. Upon inspection it seems that the "wrist" of the da vinci vessel sealer may have broken. We replaced this vessel sealer with a new one, and no harm was done to patient. Manufacturer response for system, surgical, computer controlled instrument, endowrist (per site reporter). Waiting for a response.